Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial : (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing more pain in her lower back than she was at the time of the scs placement. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the physician does not feel that the patient's increased pain was due to the device. It was noted that the physician attempted to place another lead but was unable to advance it high enough and decided to abort the case. The patient was doing well postoperatively. The physician did not suspect a device malfunction.

Event description:
A report was received that the patient was experiencing more pain in her lower back than she was at the time of the scs placement. The patient will undergo a revision procedure wherein the leads will be replaced.